Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty removing the protective sheath could not be tested or confirmed due to the protective sheath not being returned. The reported shaft stretching was not confirmed; however, the shaft was noted to be smashed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation, there was resistance removing the protective sheath from a 3.0 x 12 mm nc trek balloon catheter and the shaft stretched. The device was not used. Another nc trek was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.